Event description:
The customer stated that the architect analyzer generated false reactive rubella igm results on one patient sample. The sample was run in duplicate and results were: 1.18 (<1.20 index = nonreactive) / 1.88 (>/=1.60 index = reactive). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a review of product historical data, and a review of labeling. A review of the complaint text indicates the customer observed a false reactive rubella igm result on one patient sample on the architect i2000sr, serial number (B)(4). There were no customer returns available. The field service representative (fsr) performed troubleshooting and replaced the manifold kit valve (part number 7-77612-03), syringe valve (part number 7-77030-02), probe (list number 08c94-42), and syringe (part number 7-77650-02) which resolved the issue. A review of labeling indicated the complaint issue is adequately addressed. A review of the instrument service ticket history did not identify other issues considered to be contributing factors in the current complaint. An issue with sample integrity could not be ruled out. There was not enough information to reasonably suggest a malfunction nor was a systemic issue identified.